Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the calcified, heavily tortuous, distal, left main artery the 3.5 x 23 mm xience prime stent delivery system (sds) was advanced but failed to cross the lesion; several forceful attempts were made without success. The proximal shaft outside the anatomy was noted to be kinked. The device was forcefully removed from the anatomy; the hypotube shaft separated while in the guide catheter and was removed from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The kink was unable to be confirmed; however, it is likely the hypotube separated at the kinked location. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.